Manufacturer narrative:
No nonconformance was found after okb reviewed all manufacturing and qc records (doc#: (B)(4)) of the suspected meter (serial#: (B)(4)). The meter was shipped to pdc on 01-15-2019. Because the suspected meter was not returned to okb, the retained one (serial#: (B)(4)) was used to re-examine its setting and all functions, and no malfunction occurred. Also, it was re-tested by any retained strips (lot#: d191017-1) from okb's warehouse and any valid control solutions (batch# of level low: 9ah1a02 and exp. By 02-2022; batch# of level high: 0ah3a17 and exp. By 12-2022). Re-testing results as below met the acceptance criteria(level low: 35~85 ; level high: 210~320), and desiccants of the strip vial are functional (orange color). 1 retained meter w/ any retained strips: 68/64 (level low) and 282/276 (level high) . The root cause of the complaint was unable to be verified without the suspected meter and more critical information. Therefore, the complaint has to be closed out if no further action or information from the user.

Event description:
End-user stated that medical attention was sought on (B)(6) 2021 around 7:30am at home. End-user stated that she tested her blood glucose with her prodigy meter and received a result of 527mg/dl. A normal result for the end-use for that time of day is usually around 91-149mg/dl. The end-user stated that about 5-10 minutes after testing she started feeling shaky and called paramedics. End-user stated that no food drink or medication was consumed while waiting for paramedics to arrive. When paramedics arrived, the end-user said they were unable to get a blood glucose reading with their meter and they did not try and use her prodigy meter. The paramedics transported the end-user to (B)(6) hospital located at (B)(6). The end-user stated that when she arrived at the hospital her blood glucose was 112mg/dl. She stated that she was given breakfast of; scrambled eggs, sausage, applesauce, milk, sugar free syrup. The end-user stated that she received no other treatment for her blood glucose. The end-user stated that an EKG was done, and the results were normal. End-user has a sliding scale for her humalog that she declined to provide. When the end-user was discharged her blood glucose was 230mg/dl. She was at the hospital for 3 ½ hours and was told to follow up with her dr. No additional information was provided.